Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separated hubs from the IV shields with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 8 bd vacutainer® precisionglide¿ multiple sample needles had separated from their holders before use. Additionally, it was reported that when the needle cover was pulled out, the needle "directly fell out". The following information was provided by the initial reporter, translated from chinese to english: "the customer complained in a box of msn, found 8ea msn ends pillowcase and needle separation fell, the customer in use, pull out the needle cover, needle directly fell out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® precisionglide¿ multiple sample needles had separated from their holders before use. Additionally, it was reported that when the needle cover was pulled out, the needle "directly fell out". The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer complained in a box of msn, found 8ea msn ends pillowcase and needle separation fell, the customer in use, pull out the needle cover, needle directly fell out."